Event description:
During the placement procedure, the physician snared the guidewire and bent it into a right angle. The physician was unable to thread the guide wire through the tube. The guidewire was clipped after which it passed easily through the trocar and out of the patient. While the nurse was pulling the guidewire through the incision, the guidewire snapped, impaling the nurse's thumb causing it to bleed. A piece of the guidewire broke off inside the patient, but was easily retrieved using forceps. A new kit was used without difficulty, but the guidewire bent again. The nurse was given azt prophylactically. The patient had no adverse reaction to the event. One patient (nurse) involved.